Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via FDA complaint coordinator, new jersey. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator, (B)(6), which provided the following information: a complaint was received regarding unspecified inaccurate readings with the freestyle libre 2 sensor, used with phone application. No further information was provided. There was no report of adverse event or third-party intervention related to this complaint. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via FDA complaint coordinator, (B)(6). If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notification from a FDA consumer complaint coordinator, (B)(6), which provided the following information: a complaint was received regarding unspecified inaccurate readings with the freestyle libre 2 sensor, used with phone application. No further information was provided. There was no report of adverse event or third-party intervention related to this complaint. Based on the information provided, there was no report of serious injury associated with this event.